Manufacturer narrative:
The customer is waiting for the "user interface (ui) assembly, without nav-ring, v60" to be received for repair of the device. However, the repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered ui assembly, without nav-ring, v60 aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a dark display and is requesting parts ID for the liquid crystal display (lcd). It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the lcd needs to be replaced and upgraded to the 2nd gen. Discussed options for upgrading to the 2nd gen lcd and provided parts ID: user interface (ui) assembly, without nav-ring, v60. The investigation is ongoing.